Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a depleted battery alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with a depleted battery alarm was discovered and confirmed by baxter personnel. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition.

Manufacturer narrative:
(B)(4).the root cause investigation is in progress through mdq-CAPA-(B)(4).should additional information be received, a follow-up medwatch will be submitted.